Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this case involves a female patient who states prior to her last order of coloplast catheters, she just had a uti and is convinced that it was from coloplast catheters. The uti placed her in hospital, but it was not reported if intervention was required or what kind of treatment was received. She has been advised that there could be many various reasons for the development of uti's and that she should be speaking to her doctor for treatment plans or different medications that she could potentially take to help prevent them. Attempts have been made to contact the customer, but no additional information could be obtained.